Event description:
It was reported that, during an internal fixation procedure, it was found that a 2.7mm s-t cortex lck scr 10mm and the screw driver could not be connected after opening the sterile package. The procedure was finished without delay using a smith and nephew back up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is missing the hex feature in the head, rendering it inoperable. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have reason to suspect that the product failed to meet product specifications at the time of manufacture. A dimensional inspection also found the device is missing its hex feature and is therefore out of specification. This issue was evaluated through our internal nonconformance process and determined to be isolated at this time. The implemented controls and detection points are adequate to capture this type of defect and is not considered a systemic issue. The potential probable cause for this event is a manufacturing process error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.